Event description:
Boston scientific crm received information that the patient implanted with this device system went to the emergency room due to an infection. It was reported that the device site was oozing. No additional information was available. The device system remains implanted.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.